Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 syringes 3ml ll w/ndl 18x1-1/2 blunt fill had a damaged unit package which compromised sterility. The following information was provided by the initial reporter: " it was reported that the product packaging is not completely sealed, happening to several packages of the same product. Event description states: there is a gap in the packaging from the manufacture that does not complete the sterile barrier. There were several of these in the box, with gaps in the packaging. The system is showing 189,005 available at imat. Can you check to see if you have this lot # with the same issue."

Manufacturer narrative:
H.6. Investigation: two photos and eight 3ml syringes in mostly sealed blister packs were received and evaluated. It was observed the variable print was printed over top of the package graphic area and the top web was not properly aligned with the bottom web. There was an opening in the package at the top below the peel tab with top web offset approximately 1" from the beginning of the bottom web. The open seal defect was rejectable per product specification. Machine logs indicate there was an issue with the top web aligner. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the open seal defect is associated with equipment failure. The top web aligner was malfunctioning and not able to keep the web centered. This resulted in the web being shifted and unable to properly seal. Controls in place include hourly inspections for packaging defects and top web edge sensors that stop the machine when web drift is detected. These sensors were verified to be working properly. Corrective actions include a software upgrade that will prevent blister packs with open seals due to top web drift from being packaged on this manufacturing line.

Event description:
It was reported that 8 syringes 3ml ll w/ndl 18x1-1/2 blunt fill had a damaged unit package which compromised sterility. The following information was provided by the initial reporter: " it was reported that the product packaging is not completely sealed, happening to several packages of the same product. Event description states: there is a gap in the packaging from the manufacture that does not complete the sterile barrier. There were several of these in the box, with gaps in the packaging. The system is showing 189,005 available at imat. Can you check to see if you have this lot # with the same issue."